Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2647876-2023-00168 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
Report 6 of 7 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive with c.tropicalis. No patient impact reported. The following information was provided by the initial reporter: "molecular false positive with c.tropicalis. What is the biofire (or other manufacturer) lot number? 6. 1241823 what organisms were seen on gram stain? 6. Klebsiella pneumoniae group + candida tropicalis what organisms grew on culture plate? 6. Klebsiella pneumoniae group.

Event description:
Report 6 of 7. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive with c.tropicalis. No patient impact reported. The following information was provided by the initial reporter: "molecular false positive with c.tropicalis. What is the biofire (or other manufacturer) lot number? 6. 1241823. What organisms were seen on gram stain? 6. Klebsiella pneumoniae group + candida tropicalis. What organisms grew on culture plate? 6. Klebsiella pneumoniae group".

Manufacturer narrative:
D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.